Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes they need to press the buttons twice. The customer's blood glucose was unknown. There was scratches on screen, cracks in casing, top of the battery cap was chipping away. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test and self test.